Manufacturer narrative:
H6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of eleven devices. The visual inspection of the opened product noted one suture and one needle. It was noted that the tip of the needle was broken off. Both pieces of the needle were returned. Microscopic inspection of both needle fragments noted the presence of instrument marks near the break site. It was also noted that the expiration date of the products was november 2019. As the products were expired, a bend moment test was not performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends or breaks, or damage the connection between the needle and suture. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the caesarian section procedure, the device, needle tip noted to be missing. The surgeon then found the missing tip on the back table and place it in a specimen container for evaluation.